Event description:
It was reported that on (B)(6) 2012, the procedure was to treat a patient that had a known large saphenous vein graft (svg) pseudoaneurysm. Closure of the pseudoanyeursm was attempted using 6 graftmaster stents. A 5.0x19 mm graftmaster stent was deployed successfully; however, due to the continued leak an attempt was made to deliver a 5.0x19 mm graftmaster stent; however, the device migrated backwards and was deployed proximal to the first stent and slightly overlapping. Again, due to the continued leak a 5.0x12 mm, a 4.0x12 mm and a 3.5x16 mm graftmasters were deployed sequentially to seal the pseudoaneurysm. Angiography revealed a mild residual leak into the pseudoaneurysm behind the covered stents; however, the procedure was considered a success. No additional information was provided. Review of the device registration forms confirmed that the two 5.0 x 19 mm graftmaster stents (both with lot #572627) and the 5.0 x 12 mm graftmaster stent, lot# 592926, were used after expiration.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use, in the indication section states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. In this case, it is unknown if the treatment to seal the aneurysm contributed to the reported event.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.device: indication for use.the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.the additional graftmaster devices are being filed under separate medwatch reports